Event description:
The insulin pump and cgm provided inaccurate glucose readings. The readings from the cgm were more than 100 high/low when compared to a finger stick. I changed the site of the cgm, and pump infusion set but the issues still persisted. I celebrated at the proper times and the issues still persisted. I call medtronic's help line but the issues still persisted. (B)(4).